Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The outer insulation had cosmetic cut and breached cut, there was blood in/on helix/lobe mechanism. Apparent explant damage.

Event description:
The lead was removed and returned to the manufacturer with a report of a "potential performance issue". It was also reported the patient was unharmed. Follow-up with the hcp provided no additional information.